Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that that the tunnel was too short, and a gas to enter beneath the flap. As a result, the bed incision was incomplete, and the flap could not be lifted in the patient¿s left eye during refractive surgery. The surgery was cancelled.